Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using use cell phone to take videos. Philips remote service engineer (rse) received a complaint indicating that the system was unable to expose. Customer used third party service provider for repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during the procedure, the system malfunctioned and could not be used. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.